Event description:
It was reported that the customer's insulin pump had a frozen screen and unresponsive buttons. The blood glucose reading was 120mg/dl. Troubleshooting was performed, and the alarm history showed a button error alarm. Advised the mother that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with frozen display. Problem isolated to the mother board. Further testing could not be performed due to the frozen display.